Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
It was reported by the customer facility that a larger (taller, heavier, but not bariatric) resident was being rolled towards the caregiver in a shower area when the rail failed and the resident fell on top of the staff. The staff member was not able to keep their balance because they slipped on the ground. No injuries to resident, staff member was reported to have soreness of the leg. The caregiver did not require any medical intervention and did not miss any work due to the incident. This is being reported as if this type of malfunction were to recur it may cause or contribute to a serious injury.